Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peritoneal dialysis catheter. The customer stated that connecting joint was damaged; there was blood between the joint and connecting catheter. There is no additional info available.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.